Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents/complaints reported from this lot. It should be noted that the supera instruction for use (IFU) states: ¿use this device prior to the ¿use by¿ (expiration) date as specified on the device package label.¿ the investigation determined the reported event was user related as the product was used approximately 90 days after the expiration date. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 4.5x100mm supera peripheral stent (ses) was successfully implanted in a patient. Post-procedure, it was noted that the implanted ses expired on 10/31/2020. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.